Event description:
The customer was anxious, which caused heart attack. [Myocardial infarction]. Sometimes the medication liquid couldn't be pushed out [device delivery system issue]. Case description: this serious spontaneous case from china was reported by a consumer as "the customer was anxious, which caused heart attack.(heart attack)" beginning on (B)(6) 2024, "sometimes the medication liquid couldn't be pushed out(device delivery system issue)" with an unspecified onset date, and concerned a 80 years old patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy." Patient's height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen 5: medical history was not provided. Concomitant products included - insulin. On (B)(6) 2024, it was reported that when a customer used novopen 5, sometimes the medication liquid couldn't be pushed out. In the previous night, the patient thought the pen had a problem. The medication liquid couldn't be pushed out and the insulin couldn't be injected. The patient was anxious, which caused heart attack. The name of the drug store was provided. The patient's two pieces of novopen could be used normally. Batch number of novopen 5 was requested. Action taken to novopen 5 was not reported. The outcome for the event "the customer was anxious, which caused heart attack.(heart attack)" was not reported. The outcome for the event "sometimes the medication liquid couldn't be pushed out(device delivery system issue)" was recovered. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation results: product name: novopen 5, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the following has updated: investigation results updated b.c,d and g codes updated narrative updated accordinlgly final manufacturer's comment: 22-apr-2024: the suspected device (novopen 5) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Elderly age of the patient (80 years) is a significant confounding factor for the development of heart attack this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary product name: novopen 5, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.